Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. Technical support instructed the caller to remove the o-ring from the pneumatic tap, clean the area, and inspect both the pump and the cartridge. Despite initial difficulty, the caller eventually completed the load process with assistance from technical support, allowing them to resume insulin therapy.